Event description:
Complainant alleged that the medics were responding to a call for a 47 yr old female pt in cardiac arrest. CPR had been initiated prior to the medics arrival by "citizen". Upon the medics arrival at the scene, the pt was lying in bed in an unresponsive condition, with no pulse, respiration, or blood pressure. The pt's skin was pale, dry and warm. The pt was presenting an asystole heart rhytym. The medics started CPR with a bag valve mask and an oral airway. The pt was intubated on the medic's second attempt. There were no breath sounds in the pt's stomach. The pt was given 1mg epinephrine. An IV was established, and the pt was administered 1mg atropine, then 3mg epinephrine, and then 1 more mg atropine. The pt then presented a fine ventricular fibrillation heart rhythm. The pt's skin was dry, pale and cool. The medics administered one shock at 200 joules and a second shock at 300 joules. The pt then received 5mg of epinephrine. The pt continued to present a five ventricular fibrillation heart rhythm. The medics administered 1mg of atropine and 1 amp of sodium bicarbonate. The medics were unable to regain pt's pulse or respiration or blood pressure throughout the resuscitation attempt. The pt expired at the scene. The complainant indicated that the paramedic was not sure if the shocks were delivered to the pt, as there was no pt movement at the time of device discharge.